Manufacturer narrative:
H3: product evaluation: customer report of stenosis and pannus were confirmed. X ray demonstrated wireform intact and heavy calcification was observed on all three leaflets. Extrinsic calcific deposits were observed on the surface of leaflets 2 and 3 on the outflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 1mm on leaflet 3 on the outflow aspect. Moderate host tissue overgrowth encroached onto the tissue on the stent circumference was minimal at both the inflow and outflow aspects. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Sewing ring cloth had multiple cuts around the valve.

Manufacturer narrative:
Updated d4, h4, and h6 per new information received a definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 21mm 3300tfxj valve, implanted approximately nine (9) years, was explanted due to aortic stenosis secondary to pannus overgrowth. The device was explanted and replaced with a 19mm 8300ab valve. The patient status was unknown. The surgeon commented that the amount of pannus overgrowth was more than expected. The surgeon also commented if the pannus overgrowth was related to sarcoidosis.

Manufacturer narrative:
H10: additional narratives. Surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was returned and product evaluation is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.